Event description:
During preventative maintenance of the device, the field service representative reported the roller pump occlusion knob jammed. The device was returned for further investigation. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.